Event description:
It was reported prior to implant it was attempted to replace the lead stylet with the curved stylet, but the curved stylet could not be inserted due to some type of obstruction in the lead. The curved stylet was then removed and the original stylet was placed back in the lead, but it also would not fit. The lead was not used in the patient, and a new lead was used without any complications. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Final analysis of the lead revealed the stylet stretched the #3 conductor wire at the #2 connector sleeve and perforated the conductor coil.